Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer hit the pump on corner of a counter and the pump touch screen became shattered. Customer is unable to interact with the pump touch screen due to the damage. Customer's blood glucose was in the mid 200's mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.